Manufacturer narrative:
The customer performed troubleshooting and replaced all on board solutions which resolved the issue. All quality control (qc) results were in range and no further discrepant results were generated. Trending review did not identify any trends for the issue for the products. Device history record review for the architect trigger solution, architect pre-trigger solution, and the architect concentrated wash buffer did not show any related potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the trigger solution, pre-trigger solution, concentrated wash buffer solution, or the architect i1000sr processing module, serial number i1sr55247 was identified.

Event description:
The customer observed false negative architect sars-cov-2 igg results for two patients. The following data was provided: reference range: sars-cov-2 igg </= 1.40 index (s/c) = positive. (B)(6) 2020 sid (B)(6) initial result = 0.00 index (s/c), repeat = 7.07 index (s/c). (B)(6) 2020 sid (B)(6) initial result = 1.31 index (s/c), repeat = 1.41 index (s/c). Additionally, the customer observed falsely depressed architect hiv ag/ab and architect sars-cov-2 igg results for multiple samples. The following data was provided: reference range: architect hiv ag/ab <1.00 s/co = nonreactive, sars-cov-2 igg <1.40 index (s/c) = negative. Initial results were generated on 13oct2020, the repeat result generated (B)(6) 2020. Architect hiv ag/ab (s/co). Sid (B)(6) initial 0.001; repeat 0.17. Sid (B)(6) initial 0.001; repeat 0.12. Sid (B)(6) initial 0.016; repeat 0.16. Sid (B)(6) initial 0.028; repeat 0.12. Sid (B)(6) initial 0.041; repeat 0.17. Sid (B)(6) initial 0.023; repeat 0.20. Sid (B)(6) initial 0.026; repeat 0.17. Sid (B)(6) initial 0.023; repeat 0.22. Sid (B)(6) initial 0.021; repeat 0.20. Sid (B)(6) initial 0.020; repeat 0.12. Sid (B)(6) initial 0.037; repeat 0.17. Sid (B)(6) initial 0.012; repeat 0.13. Sid (B)(6) initial 0.009; repeat 0.16. Architect sars-cov-2 igg (index s/c). Sid (B)(6) initial 0.002; repeat 0.02. Sid (B)(6) initial 0.000; repeat 0.85. Sid (B)(6) initial 0.000; repeat 0.99. Quality controls were in range prior to the generation of the discrepant results. The customer ran controls again which generated results of 0.00. No impact to patient management was reported.

Manufacturer narrative:
Complete information for section a1: patient identifier- multiple = sid (B)(6), sid (B)(6), sid (B)(6), sid (B)(6), sid (B)(6) , sid (B)(6), sid (B)(6), sid (B)(6), sid (B)(6) , sid (B)(6), sid (B)(6), sid (B)(6), sid (B)(6), sid (B)(6), sid (B)(6), sid (B)(6). Complete information for section 9: rcr # (B)(4). Further investigation determined this event was impacted by an issue identified in architect software versions 9.41 or earlier. A product correction letter was issued on 29sep2021 to all architect customer¿s notifying them of the issues in architect software versions 9.41 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version 9.45 or 9.5.section h6 medical device problem code changed from a090804 false negatve to a090810 low test results.

Manufacturer narrative:
Patient identifier: sids: (B)(6). Postal code: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false negative architect sars-cov-2 igg results for two patients. The following data was provided: reference range: sars-cov-2 igg </= 1.40 index (s/c) = positive; on (B)(6) 2020, sid: (B)(6); initial result = 0.00 index (s/c), repeat = 7.07 index (s/c); on (B)(6) 2020, sid: (B)(6); initial result = 1.31 index (s/c), repeat = 1.41 index (s/c). Quality controls were in range prior to the generation of the discrepant results. The customer ran controls again which generated results of 0.00. No impact to patient management was reported.